Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient received inappropriate therapy due to atrial fibrillation with rapid ventricular rate. The patient was treated with oral medication and developed a pulmonary edema and acute hypoxic respiratory distress. The patient was under medical care. No additional adverse patient effects were reported.